Event description:
It was reported that the pump touch screen was missing pixels. The customer¿s blood glucose (bg) level was displayed as ¿high¿; although a specific value was not provided. Elevated bg was address by a manual insulin injection. Ultimately, the customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.